Event description:
It was reported that surgery occurred on (B)(6), 2021, and the physician attempted to replace the ipg. During the procedure lead migration was discovered. The physician only explanted the ipg and left the leads implanted.

Event description:
Additional information was received and indicated that the ipg was explanted and replaced on (B)(6) 2021.

Manufacturer narrative:
The report of discomfort at the ipg site was not able to be confirmed by product testing alone. Analysis of the returned ipg found it communicated with all lab utilities and passed all functional tests on the automated test equipment (ate); during which no anomalous outputs were noted. During analysis of the returned ipg no anomalies were identified that would have contributed to the reported issue. Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site and is not device related. The report stated that when the pocket site was opened the leads were twisted up around the ipg and had migrated out of their previous position. There was no statement regarding if the pocket site was moved or modified during the revision procedure.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced pain at the ipg site. The patient backed into a butcher block and hit the ipg on the corner of it. In turn, the patient is no longer receiving effective therapy. Surgical intervention may take place at a later date.